Manufacturer narrative:
(B)(4).

Event description:
Telemetry issues were reported due to possible battery depletion. No patient settings were provided; therefore, a longevity estimation could not be completed. The healthcare practitioner had expected a longer battery life. Additional information has been requested but was not available as of the date of this report.